Manufacturer narrative:
The device is currently retained at the account. It is unknown if it will be returned for investigation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional transcatheter aortic valve replacement procedure with a 6f sheath. Reportedly, the sheath became separated within the patient anatomy. Surgical intervention was performed to remove the device and achieve hemostasis. There had been no resistance during advancement or removal of the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.